Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of hubx2629 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was not used on the patient. As the device was removed from the packaging it was noted to be bent. Another guidewire was readily available to complete the procedure. No delay. No patient injury reported.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.

Event description:
It was reported that the device was not used on the patient. As the device was removed from the packaging it was noted to be bent. Another guidewire was readily available to complete the procedure. No delay. No patient injury reported.